Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the down arrow keypad button had to be pressed several times for a response. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. Evaluation revealed that down arrow keypad was responding intermittently to button press. Multiple button presses requiring increased force was required before the down arrow button would engage. It was noted that none of the buttons had normal spring back or click. In addition, there was evidence of adhesive/contamination found under all key contacts when the keypad was removed. During the investigation, it was observed the battery compartment was cracked.